Event description:
During insertion through a sheath, the membrane became unwrapped. After iabp for several minutes, there was severe dampening of the waveform. The decision was made to remove the 8 fr balloon and replace it with a 9.5 fr iab. After this iab was inserted, there were no further problems. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications; unk - reported 09/18/1998.) (Pt's current status: unk - rpt'd 09/18/1998).